Manufacturer narrative:
Asku - asked but unavailable. The device was not returned for analysis as the lens was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's right eye due to blurred vision. Another lens of the same model but of lower diopter (21.5d, 0.5 diopter difference) was used as the replacement iol. The original lens was destroyed upon removal. There was no patient injury reported and no other intervention was required. The patient was doing well post operation with a much clearer vision. No further information was provided.